Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and event date were requested, no response received.

Event description:
The customer reported that the ventilator shut down and alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable. Installed the foot retention plate. The system was fully serviced and passed the performance verification and electrical safety test.